Manufacturer narrative:
(B)(4). D10: unk humeral head cat#: unk, lot#: unk. Unk glenoid cat#: unk, lot#: unk. H6: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision; the reason for revision was not reported. Attempts have been made and no further information has been provided.